Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having bent cannula's and a blood sugar of 500mg/dl. The customer declined to troubleshoot for their high blood sugar and treated with manual injections. The customer is returning eight infusion sets.